Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 29) with multiple cartridges during the load process. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy.